Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a lobectomy procedure, the stapler formation was broken. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p55a3a. Device analysis: the analysis results showed that the xr30v reload arrived with no apparent damaged and with only 11 staples present and all protruding. No functional test could be performed due to the conditions of the reload. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.